Manufacturer narrative:
Unit received with discharged rayovac alkaline battery installed pump received with the operating currents within specification and passed the self test, unexpected alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test at 0.08790 inches. Pump received with minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was still unknown. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was using sensors. The medical examiner's office was investigating to see if the customer caused an over delivery of insulin via the pump. The caller requested a meter to complete a pump upload. The caller agreed to return the insulin pump for analysis.